Event description:
Customer reports the IV tubing separated resulting in an under infusion of vasopressin and levophed leading to hypotension (bp 50/20) in a critically ill pt. The nurse was transporting the pt from CT scan back to the neuro ICU where he observed blood and fluid leaking from the femoral venous IV site and found that the IV tubing had separated resulting in the vasopressive medications not infusing into the pt. Once back in the neuro ICU, the IV tubing was changed and both medication infusions were restarted. After the vasopressin and levophed were restarted, the pt's blood pressure returned to baseline. The pt was monitored and no add'l medical intervention required or ill effects experienced by the pt. IV administration set rec'd. Investigation is on-going. F/u will be sent when investigation is completed.

Manufacturer narrative:
Pt info requested and all available info is included.